Event description:
Paramedics attached the device to a person diagnosed in cardiac arrest using disposable defibrillation/ECG electrodes. The device allegedly displayed excessive artifact. After a defibrillator shock was administered, the device displayed the patient's ECG properly and the device was used with no other problems reported. The patient's outcome was not known. There were no adverse affects to the patient reported as a result of the alleged malfunction.